Event description:
Syringe pump malfunctioned during procedure. Pump displayed occlusion error. Staff tried to clear error. No occlusion was present. It was exchanged for a different pump and continued procedure.